Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly, specified as shorting across the insulator.

Event description:
It was reported the pump had been alarming and the patient was going through withdrawals since (B)(6) 2015. The patient had withdrawal symptoms of nausea and spasms of arms and hands. The patient went to the emergency room (ER) on (B)(6) 2015 and was given im and po pain meds, a couple shots of morphine and ativan and symptoms had improved. The managing hcp was contacted and they were waiting for a call back. Per a note from a nurse it was noted that ¿whatever illnesses when he was taking his po narcotics he is appearing now¿. An error code of 8474 code was displaying on the personal therapy manager (ptm). The patient fell in the bathroom on (B)(6) 2015 and it was questioned if that may have caused the pump reset. The doctor told the hcp to refill the pump thinking the efficacy of the medication was low or the reservoir volume was low. Per the reporter they were ¿keeping him drugged up on pain pills and sleeping pills" and they are starting to not help and it¿s getting worse. The next refill was (B)(6) 2015. On (B)(6) 2015, additional information was received from a hcp. Per telemetry the pump was in safe state and reset occurred. Minimum rate was noted on the telemetry. The patient will be going to the emergency room for withdrawal. The patient will be seen by the physician on (B)(6) 2015. Per the hcp, the logs show (B)(6) 2015 17:51 reset occurred, reset occurred low battery, and pump in safe state. It was unknown if the patient was trying to give a bolus at that time. The hcp was able to ¿update back out of safe state.¿ the hcp will disable the ptm in the event that a bolus may affect the reset. The last update in the logs was reading (B)(6) 2014 and that correlates with the last time hcp was with the patient to update the pump. Per telemetry reset occurred, reset occurred low battery, pump in safe state occurred on (B)(6) 2015. The patient lives in altitude and it was questioned if altitude can affect a battery. The pump was replaced. The pump was delivering morphine, and they were planning to change it to dilaudid and marcaine. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 8711, lot # j11345r58, implanted: (B)(6) 2002, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.